Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. Lead trends appear stable and no noise note on electrograms (egm) nor any other integrity concern. Technical services (ts) suggested possible calcification on the distal coil and discussed troubleshooting and programming options. No adverse patient effects were reported. The lead remains in service.